Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump experienced a blank screen display. Customer's blood glucose reading was 90 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump currents were in specifications. No blank display noted during testing. The insulin pump was received minor scratches on liquid crystal display window, cracked case near display window corners, cracked battery tube threads an cracked reservoir tube lip.